Event description:
It was reported that this right atrial (ra) lead had exhibited high pacing threshold measurements. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).